Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other device used: catalog #00111314001, palacos r+g bone cement; this bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. A review of the primary surgical notes did not suggest intraoperative complications. The surgeon trialed the components, cut for the keel, and was pleased with the soft tissue balancing. An office visit in (B)(6) 2015 suggest that x-rays reviewed by the surgeon indicated that the tibial component appeared to be loose. A review of the revision operative notes indicated that the tibial component came out without difficulty. The femoral component was also explanted but required several hard taps before it came loose. No devices or photos were received; therefore the condition of the components is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Zimmer-biomet package insert persoan the personalized knee system states loosening of the prosthetic knee components as a potential adverse effect of the surgical procedure. A definitive root cause cannot be determined with the information provided. The device history records for the tibial component were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The bone cement history record could not be reviewed due to a lack of product information. The information provided on this form was previously submitted under manufacturing report 1822565-2015-01484.

Event description:
It was reported that the patient's knee was revised due to loose tibial and femoral components.